Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result (patient result = 1.000 vs. Expected result= 0.013 ng/ml) from a single patient sample processed on a vitros eciq immunodiagnostic system. The non-reproducible, higher than expected vitros tropi es result was not reported from the laboratory due to the laboratory¿s policy of retesting all samples for tropi es four hours after the initial testing. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no allegation of inappropriate medical action or patient harm due to the non-reproducible, higher than expected result. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample while using the vitros eciq immunodiagnostic system. There was no indication that an instrument issue contributed to the event. Additionally, a vitros tropi es reagent issue has been ruled out as a contributing factor. The investigation could not determine a definitive root cause. However, a pre-analytical sample processing issue cannot be ruled out as potential contributing factor.